Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and pacing inhibition. Boston scientific representative noted that there were about seven rv oversensing episodes along with pacing inhibition and noise since the device changeout procedure in june. Technical services recommended further lead testing. This rv lead currently remains in service. No adverse patient effects were reported.